Event description:
It was reported that the wand was functioning fine, but the site wanted a replacement, as the wand was one of the older models. Product was returned to MFR and underwent analysis. Analysis found and confirmed intermittent communication problems with the device. The serial data cable, which produced communication errors, had intermittent conductors at the handle location. A known good bench serial data cable was substituted and all communication errors cleared. No other anomalies were noted with the device.

Manufacturer narrative:
Device failure occurred, but did not cause or contributed to a death or serious injury.